Event description:
No new patient or event information since the last report was submitted on 25sep2019.

Manufacturer narrative:
Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the device noted the device was returned with the handle and the basket formation in the open position. The mlla (male luer lock adapter) was finger tight, and the collet knob was tight. Further visual examination noted that there were no kinks in the basket sheath, and the wire was broken/cut. There was no discoloration in the wire, and the end of the broken wire had a pinched appearance. Functional testing revealed the handle actuated the basket formation. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have 1 of the 4 basket wires broken near the proximal end of the basket. The broken ends of the basket wire have a pinched / tapered appearance, indicating the wire was cut by interaction with an unknown tool or piece of equipment. The broken wire ends to do not have the appearance of being broken by a laser or of being broke from a large tensile force. The provided information states the issue was discovered before use, which precludes the wire having been broken by contact with another instrument during the procedure. All devices are inspected multiple times for damage during manufacturing and quality control checks. A probable cause for the broken wire could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to an unknown procedure, a ncircle tipless stone extractor was removed from the packaging and one of the wires was found to be detached from the cannula. The product did not make contact with the patient. The user used another ncircle tipless stone extractor to complete the procedure. No adverse effects to the patient were reported due to this occurrence.